Manufacturer narrative:
Based on our investigation, we can conclude that an error during software phase 2 caused an unapproved final plan to be used in production. This caused the sleeve to be placed slightly more distal than originally planned (but still within the standard deviation range). However, since the doctor reported that the implant was extremely more distal than he had planned, it's possible that the issue was exaggerated due to the planned trajectory being misperceived during the doctor's planning. All responsible technicians have been made aware of the issue and understand how to prevent it in the future.

Event description:
After using the guide to place the implant at site #11, the doctor took an x-ray of the patient. From this x-ray, he determined that the implant was more distal than he had planned. He then removed the implant, free-handed drilling, and re-placed the implant. Surgery for implant #11 was successful, but implant #14 was not placed as planned.